Event description:
It was reported that the patient presented for pulse generator change out due to normal elective replacement indicator. During procedure, electrocautery was used and the pulse generator exhibited loss of output. The patient experienced heart rate of 38bpm. The device was explanted and replaced. The patient was doing well.